Manufacturer narrative:
As reported, patients complained of feeling hard and bottoming out post implant of galaflex. The information provided is limited, no case and product specific information was provided. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patients' clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (28-may-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, they "had a lot of complaints about galaflex. Patients complaining that it feels hard and bottoming out.".